Event description:
It was reported that the right ventricular (rv) lead alerted for measured high svc impedance and the rv defib coil impedance also in creased. A possible fracture was suspected. Reprogramming was performed to turn off the svc. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead; 419478 lead, implanted (B)(6) 2008. (B)(4).